Manufacturer narrative:
The correct information has been included with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had high blood glucose of 540 mg/dl and also stated that, the insulin pump was not giving enough insulin because of high blood glucose. The blood glucose was 360 mg/dl this morning and was treated with the pen and then it went down to 260 mg/dl. Customer stated that, he was not sure that, there was air bubbles in the tubing as it was not moving but there was a discoloration on the tubing. Customer went through the high blood glucose troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.